Event description:
It was reported that during review of the post operative patient scans, the surgeon noticed the implant appears to be out further than the contra lateral side of the patients head and the symmetry appears to be off. No other information is known at this time.

Manufacturer narrative:
Update: h6. A complaint analysis was performed by stryker¿s custom design team. It was stated that the implant design was created with the requested features to fit the patient's defect. The implant was correctly designed. The manufacturing analysis showed no deviations. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. H3 other text : implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during review of the post operative patient scans, the surgeon noticed the implant appears to be out further than the contra lateral side of the patients head and the symmetry appears to be off. No other information is known at this time.